Event description:
It was reported that during testing, the router was reported to be getting hot. It was also reported that this event did not occur during a surgical procedure with no patient involvement and there was no delay, no adverse consequences and no medical intervention as a result of this event.

Manufacturer narrative:
Additional information: d4; part number provided. Correction: d9; router has not been returned by the customer. H10: lot number of device is unknown - full UDI is not available. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported that during testing, the router was reported to be getting hot. It was also reported that this event did not occur during a surgical procedure with no patient involvement and there was no delay, no adverse consequences and no medical intervention as a result of this event.